Event description:
At implant, the impedance measurements were above 40,000 ohms and also below 250 ohms. It was unknown what contact configurations were off. It was highly speculated that the surgeon did not align the contacts in the connector block correctly. The ins was considered faulty and not implanted. A different ins was opened and the extension wire aligned properly in the connector outlet. The impedances tested normal and the case was completed successfully. The patient was doing fine and resumed normal therapy settings after the device was replaced.

Manufacturer narrative:
Product ID neu_unknown_ext, serial# unknown; product type extension product ID neu _unknown_lead, lot# unknown; product type lead product ID neu_wrench_acc; product type accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.